Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a sensor anomaly. The transmitter was not blinking when connected to the sensor. The customer removed the sensor and realized that the cannula was missing. Customer's blood glucose level was not reported. The device was not returned.